Event description:
Trigger wire difficulty during evar in 2009. No details known except physician did not use the bail out method, but did try something he thought would make more sense. After his way failed, he quickly converted patient to open surgical repair, because he felt this would be the safest. The case was difficult and the landing zone was very narrow, so he did not want to run the risk of an uncontrolled release. Additional information received the following month: physician indicated that he could not implant- as planned- the zenith endovascular graft into a male patient. The procedure was discontinued and the patient converted to open surgery. The physician indicated there was a defect of the material described by the non-opening of the top cap that contains the free flow of prosthesis. It was not possible to remove the first security of endograft (black trigger wire) with the consequences of not being able to deliver the first stent with hooks of endograft, which partially developed remains locked inside of abdominal aorta. The physician attempted trouble-shooting techniques to solve the problem with the trigger-wire release, but indicated it was not possible to run, respecting an accurate positioning, with neck of a few mm (0.5 cm) and very high risk coverage of renal arteries. Therefore, the physician preferred to convert the patient to open treatment and explanted the main body of the endoprosthesis. Patient outcome is okay.

Manufacturer narrative:
Event evaluation: still under investigation.